Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for 5 days following the lead removal surgery because the pain was so unbearable that nothing they could do was able to get it under control.

Event description:
It was reported that in (B)(6) of 2011 a patient had a lead implanted in her cervical spine. When the patient turned on the implantable neurostimulator (ins) it had affected her legs "but nothing else". An x-ray was done and it revealed that the lead had shifted "all the way to the left". A revision was done 7 weeks later. It was stated that a second lead was implanted "all the way up to c1". It was stated that this "caused a lot of problems" and the patient could feel the lead "poking all the way to her brain stem". It was stated that in (B)(6) of 2012 the patient had the system removed. It was noted that the patient had to have "full brain mapping" during the procedure to make sure she would "come out of it" without any brain damage. It was stated that the patient had "unbearable neck pain". It was noted that the doctor managed to fully remove both leads. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).